Manufacturer narrative:
This event occurred during the unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the tubing of a vented paclitaxel set "when serum insertion begins". This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing; including gravity and under water leak testing, were performed and the device operated according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.